Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out-of-range shock impedance measurements. Additionally, a code 1005 was triggered, indicative of an open circuit condition observed during shock delivery. A second shock with impedance within normal limits was successfully delivered, that converted the rhythm. Technical services (ts) discussed possible causes with the field representative and noted an increase in impedance, possibly since implantation, with the average impedance exceeding 140 ohms over the past year. The representative later inquired about the device delivering shocks without previous anti-tachycardia pacing (atp) bursts. Ts explained that with code 1005, the device is programmed to deliver maximum therapy. Ts advised evaluating the lead for potential revision. No adverse patient effects were reported. This ICD remains in service.